Manufacturer narrative:
Results, conclusions: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (90% stenosis, calcified and tortuous lesion). Deformation problem. (B)(4).

Event description:
It was reported that the physician used an endeavor resolute rx drug eluting stent to treat a lesion in the lad exhibiting 90% stenosis but due to severe calcification, and the tortuous nature of the lesion, the stent failed to cross the lesion. The physician does not think that there is a relationship between product quality and failure to pass the lesion. The patient is overall ok after the surgery. When the device was returned to the manufacturing facility and through analysis the stent of the device was noted to be damaged. Evaluation summary the distal tip of the device was stubbed. There were no kinks or damage evident on the remainder of the delivery system. The stent was present on the balloon positioned between the markerbands, the stent was deformed. The 1st distal segment of the stent was slightly raised. The 14th distal segment of the stent had raised struts evident. The 9th proximal segment had overlapping struts evident. The 1st proximal segment of the stent had raised and stretched struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).